Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that a pt was experiencing glare at night and had difficulty driving following bilateral intraocular lens (iol) implant surgeries. Add'l info was received from the implanting surgeon, who indicated that both multifocal lenses were exchanged to monofocal lenses. Add'l info was received from the surgeon that performed the lens exchanges and he indicated the pt was also experiencing halos prior to the exchanges. There are two medical device reports associated with this event. This report is for the right eye.